Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was above 600 mg/dl. Customer treated with high blood glucose. Customer reported that their insulin pump received failed battery test alarm. Customer stated that alarm is not cleared and failed battery test alarm will reoccurred with each new battery inserted and they did not received a request to rewind pump. The customer troubleshoot was performed for high blood glucose. The insulin pump will not be returned for analysis.